Event description:
The customer reported that the defibrillator failed to charge during the operational check.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.